Event description:
I noticed a discoloration coming from the replaceable cartridge used on my insulin pump into the infusion tubing. The discoloration kept getting darker over the course of a couple of days. This has happened with more than one cartridge.